Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power. If the bsm was docked to its host bsm-6300 monitor, it would work. When the staff removes the bsm to transport it, the device powers off. No reports of patient harm. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed. The root cause of the reported issue is due to power supply and dpu failure. Trending will continue to be monitored for this device, incidents, issues, and causes. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: bedside monitor (bsm): model #: mu-631ra, serial #: (B)(6), device manufacturer data:ni , unique identifier (UDI) #: (B)(4), returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would not work on battery power. No patient harm was reported.